Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a cracked and shorted capacitor, designator c181.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device's display is white and the device is repeatedly rebooting itself. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed.